Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number were not reported, and the device was not returned. It was reported that the balloon was inflated above rate bust pressure (rbp) during the third inflation. It should be noted that the armada 35 / armada 35 ll instruction for use (IFU) states: ¿inflation in excess of the rated burst pressure may cause the balloon to rupture. Use of a pressure monitoring device is recommended.¿ the rated burst pressure for this device is unknow since limited information was provided by the account. In this case, it is unknown if the IFU violation caused or contributed to this complaint. Based on the information provided, a definitive cause for the reported balloon rupture could not be determined; however, the reported difficulty removing the device, separation, unexpected medical intervention, delay to treatment/therapy and surgical intervention appear to be related to circumstances of the procedure. A conclusive cause for the reported patient effect of hemorrhage/blood loss/bleeding and the relationship to the device, if any, cannot be determined. The reported patient effect of hemorrhage/blood loss/bleeding is listed in the percutaneous transluminal angioplasty (pta) catheter, armada 35 / armada 35 ll, global, IFU as a known patient effect. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4- the UDI is not known as the part and lot number were not provided. H6- medical device problem code 2017 clarifier: above rated burst pressure.

Event description:
It was reported that the procedure was to treat in-stent stenosis in the right brachiocephalic vein. The 10x80mm armada 35 balloon dilatation catheter ruptured at the third inflation at 15-16 atmospheres. During removal, resistance was felt and the device separated. The balloon was snared from the arm access and removed via a 14fr sheath in the arm. There was bleeding post sheath insertion which required surgical closure. There was no adverse patient sequela; however, clinically significant delay was noted. No additional information was provided.